Event description:
It was reported that channel a was not providing output. The external pulse generator (epg) has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the upper case was damaged, the side bail cover was broken, the battery contacts were compressed, and the ring was bent. (B)(4).